Event description:
It was reported that the atrial lead exhibited high capture thresholds since (B)(6) 2022. Due to elevated thresholds impacting battery longevity, it was decided to replace the lead. Upon fluoroscopy it was noted that the lead had dislodged. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Manufacturer narrative:
Correction: previously reported h2 should have been device evaluation instead of additional information.